Event description:
It was reported that the pt's (B)(6) scs system stopped working. Surgical intervention was undertaken to address this matter, and it was discovered that the pt's lead was broken. The device was replaced, and effective stimulation was recaptured. No further complications were reported. The explanted lead will not be returned to the MFR.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.